Event description:
Caller reported multiple intermittent occlusion alarms. These occlusions were causing the customer's blood glucose levels to rise significantly, reaching up to 700 mg/dl. The customer attempted to address the high blood glucose by administering a correction injection via multiple daily injections. The customer resolved occlusion issues by changing the infusion set and cartridge, resuming insulin therapy, and implementing recommended steps, including using room temperature insulin, rotating infusion sites, and cleaning pump vents. Technical support provided guidance and recommended further actions to reduce future occlusions and improve pump usage. There was no additional information regarding any other outcomes.